Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump's motor noise was too quiet. Reporter also alleges that the patient had a blood glucose (bg) of 390mg/dl, with an unspecified level of ketones, fruity breath odor, rapid deep breathing, abdominal pain, extreme drowsiness, polydipsia, polyuria, nausea, vomiting, and confusion. The patient received no unusual treatment for this excursion. Customer support found no other medical condition that would have contributed to the event. The patient had recently received this pump and switched back to their old pump. The bg at the time of call was 180 mg/dl. The motor noise issue is not being reported as it is unlikely to affect insulin delivery. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:. No defect was found. Pump booted to the verify screen with audible and vibratory features. Multiple rewind, load cartridge and prime steps were performed successfully. No ¿too quiet¿ sounds of motor were observed. No motor alarms observed in alarm history. The first basal delivery was on (B)(6) 2015 20:49 and the last basal delivery was on (B)(6) 2015 06:04. The last bolus delivery was on (B)(6)2015 05:55. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no debris or defects were observed.